Event description:
Surgeon used an ethicon ligaclip erca 20 med/lg applier on laparoscopic chole in 2004. Pt discharged home - returned to the ER 2 days later and confirmed bile leak from the staple site.